Event description:
A 90 yr old nursing facility resident died when the bed rail dislodged from its mounting on the bed frame producing a space of 6 to 8 inches between the mattress and the bed siderail. The resident slid into the gap and died of positional asphyxiation when she was lodged in a position allowing the bed siderail to cut off her air pathway.